Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation: right ovary"), device dislocation ("migration of essure device") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endoscopic sleeve gastroplasty in 2013. Family history included breast cancer and type 2 diabetes mellitus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdomen pain"), back pain ("back pain") and complication of device insertion ("first attempt to place the essure was unsuccessful"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, genital haemorrhage, menorrhagia, ovarian perforation, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: description of procedure: hysteroscopy was performed, where the patient was noted to have rather lush endometrium the left tubal ostia was identified and the essure device placed without incident. The right tubal ostia was a little more difficult to find and had a lot of lush endometrium around it. First attempt to place the essure was unsuccessful, the device actually went inside the uterine cavity but not inside the tube. This was then removed, and a second essure device was utilized and placed into the tube. Removal details: after identifying ureters bilaterally, the ligasure device was used to take the ip ligament on the patient's left side down to the round and uterine artery. Bladder flap was then created. Attention was then turned to the patient's right side where I clearly identified the perforation of the coil adjacent to the tube from her previous essure several years ago. The ligasure device was used to take the tube on the patient's right side and the utero-ovarian down to the round ligament and the uterine artery on that side. The cup was clearly identified around the cervix and the monopolar was used to circumscribe the cervix and the specimen was removed vaginally. There was some additional bleeding, bilateral apices, which was cauterized with the bipolar cautery and found to be hemostatic. Attention was then turned to below where the cuff closure was performed vaginally with 0 vicryl suture in a running, locked fashion. Good hemostasis was achieved. Again, we reinspected from above. Also, good hemostasis despite dropping pressures. No bleeding was noted and good peritoneal closure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2017) added. Events perforation: right ovary, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdomen pain, back pain and first attempt to place the essure was unsuccessful) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation: right ovary"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding / general bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endoscopic sleeve gastroplasty in 2013, fibromyalgia in 2009 and tachycardia in 2009. Family history included breast cancer and type 2 diabetes mellitus. Concomitant products included alprazolam (xanax), atenolol, meloxicam (mobic), montelukast (singulair), pramipexole dihydrochloride (mirapex) and tramadol. On (B)(6) 2014, the patient had essure inserted. On 4-jan-2017, 2 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdomen pain"), back pain ("back pain") and complication of device insertion ("first attempt to place the essure was unsuccessful"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, vaginal haemorrhage, menorrhagia, abdominal pain, back pain and complication of device insertion outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, genital haemorrhage, menorrhagia, ovarian perforation, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: description of procedure: hysteroscopy was performed, where the patient was noted to have rather lush endometrium the left tubal ostia was identified and the essure device placed without incident. The right tubal ostia was a little more difficult to find and had a lot of lush endometrium around it. First attempt to place the essure was unsuccessful, the device actually went inside the uterine cavity but not inside the tube. This was then removed, and a second essure device was utilized and placed into the tube. Removal details: after identifying ureters bilaterally, the ligasure device was used to take the ip ligament on the patient's left side down to the round and uterine artery. Bladder flap was then created. Attention was then turned to the patient's right side where I clearly identified the perforation of the coil adjacent to the tube from her previous essure several years ago. The ligasure device was used to take the tube on the patient's right side and the utero-ovarian down to the round ligament and the uterine artery on that side. The cup was clearly identified around the cervix and the monopolar was used to circumscribe the cervix and the specimen was removed vaginally. There was some additional bleeding, bilateral apices, which was cauterized with the bipolar cautery and found to be hemostatic. Attention was then turned to below where the cuff closure was performed vaginally with 0 vicryl suture in a running, locked fashion. Good hemostasis was achieved. Again, we reinspected from above. Also, good hemostasis despite dropping pressures. No bleeding was noted and good peritoneal closure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received. Events outcome updated. Historical & concomitant drugs are added. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2017). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.